Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional stated that haptic was found broken during preparation of lens. The surgery was completed same day with replacement lens. There was no patient harm.

Event description:
Upon confirmation with surgeon, the complaint was wrongly narrated by the clinic manager. The incident was a scratch mark observed on lens optic after implantation into the eye, surgeon explanted and inserted a new lens in the initial procedure.

Manufacturer narrative:
Additional information provided in b.5., d.9., h.3., h.6. And h.11. The device and the lens were returned in the carton. The lens stop and plunger lock were removed. The plunger was oriented correctly upon return. Viscoelastic was observed in the device. The plunger was fully advanced with the distal tip of the plunger extending beyond the nozzle tip. No damage was observed to the device. The lens was returned wrapped in white gauze material. Solution was dried on the lens. The lens was cleaned with klrp to further evaluate. Both haptics were intact and undamaged. The anterior optic surface has a travelling scrape mark through the optic center, similar in appearance to damage from a previous plunger override. A light scratch was observed near the edge on the optic anterior surface. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A non-qualified viscoelastic was indicated. The reported scratch was observed on the optic anterior. This type of damage is typical in appearance to damage from a previous plunger override. The root cause for the reported complaint was due to a failure to follow the instructions for use (IFU). A non-qualified viscoelastic was indicated. The IFU instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, an com qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The IFU instructs: take at least 7 seconds to gently fold the iol by advancing the plunger forward in one smooth, continuous motion until the front edge of the optic is even with the ¿fill-to¿ line on the nozzle. Do not allow any portion of the lens to exit the nozzle tip. At this position the blue spring will contact the clear main body. It is important to not advance the plunger abruptly to fold the iol as improper folding and lens damage may occur. The IFU instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. Plunger override may occur: due to rapid advancement faster than the IFU recommended rate. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).